Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not have power. The circulator jiggled the hemopro2 adaptor cable an the device got power and the case was completed. The hospital was unsure if it was the hemopro2 extension cable, adaptor cable or possibly the connection on the t.w. Power supply. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. (B)(4).